Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200144, act artic e1 hip brg 28x38mm s44 dia28, 535060. 110024461, g7 dual mobility liner 38mm c, 907040. 00784803301, modular neck cc 12/14 neck taper use with +0 heads only, 61824356. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's hip was revised one month post implantation due to dislocation. The hip bearing dislodged from the head. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of device identified some wear consistent with use. The neck was still attached to the head. There were superficial scratches on the surface of the head. No other damages were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.